Manufacturer narrative:
The customer contacted resmed technical support to request assistance regarding a power issue where the device will not power off. The technical support representative went through the troubleshooting steps with the customer and requested the device to be rebooted and this resolved the issue. No device was returned to resmed for investigation. (B)(4).

Event description:
It was reported to resmed that an astral device will not power off. The device was not in use when the fault occurred; therefore, there was no patient involvement.